Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was also reported that following insertion of the mesh, the patient experienced pain, infection and urinary problems. (B)(4) ¿urinary problems.

Event description:
It was reported that the patient underwent surgery to treat sui on (B)(6) 2004 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent lysis of adhesions on (B)(6) 2011 due to chronic pelvic pain, dyspareunia and rectocele; placement of interstim lead on (B)(6) 2012 due to urinary problems; and lysis of adhesions involving the small bowel, large intestine, sigmoid and descending colon, and the pelvic region on (B)(6) 2014 due to chronic abdominal and pelvic pain and voiding dysfunction of the bladder. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence secondary to hypomobility of bladder.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder incontinence, urinary urgency and frequency.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.